Event description:
On (B)(6) 2013 information was received from the reporter stating that the vns patient was aspirating liquids along with experiencing hoarseness since implant. It was reported that the patient was recently implanted and that the device had not yet been programmed on. It was reported that no device diagnostic tests have been performed since the device is off. The patient has been referred to neurosurgeon for follow-up. Attempts to obtain additional information have been unsuccessful to date.